Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on anterior assessed as an unidentified (tear) opening (shell thickness within spec) and observed an opening on radius assessed as fold flaw opening. Additional observations: no others observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Patient representative reported that "patient alleges that one or more biocell devices caused ... Significantly increased risk of developing cancer, emotional distress, including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in body, including the resulting inflammation, cellular damage, ... Physical pain". The patient has not been diagnosed with bia-alcl.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 g2 h6 based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on anterior assessed as an unidentified (tear) opening (shell thickness within spec) and observed an opening on radius assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ inflammation/irritation: unable to observe as it is not related to the device. Additional observations: ¿no other observations observed on the device. No further actions are required as the device was implanted.